Manufacturer narrative:
As the device was not returned for evaluation, no visual inspection, functional testing and dimensioning testing could be performed. No imagery returned, therefore no imaging evaluation. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the work order was performed and revealed the following complaints related to the event: resistance between system components inability to advance through sheath, resistance between system components difficulty advancing through sheath, liner punctured and sheath liner torn. The instructions for use (IFU)/training mitigations/controls relevant to this issue have been documented in an existing product risk assessment. Based on the review no IFU or training deficiencies were identified. A manufacturing mitigation review was performed for the complaint resistance between system components difficulty advancing through sheath; difficulty advancing the commander delivery system with s3ur crimped valve through the esheath+ resulting in a high push force has previously been documented in an existing product risk assessment and these mitigations remain applicable to the manufacturing of the complaint device. In addition, review confirmed that the device lot passed the expander insertion force test and these inspections and tests during the manufacturing process support that it is unlikely that a nonconformance contributed to the reported complaint. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint liner punctured therefore a manufacturing mitigation review is not required. A complaint history review was not completed for the event resistance between system components inability to advance through sheath as the complaint was not confirmed, additionally, the issue has been previously identified in an existing product risk assessment which captures root cause analysis for the issue. The complaint liner punctured was unable to be confirmed, therefore a complaint history review is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for resistance between system components inability to advance through sheath and liner punctured were unable to be confirmed without the returned device or procedural imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing nonconformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing nonconformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. Per the training manual, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. The angle of insertion was shallow as usual. Undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, thereby increased resistance. Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also damage the exposed portion of the sheath liner, which could lead to immediate cutting/tearing or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system. Tortuous vessels can create suboptimal angles that can lead to nonaxial alignment in the advancement of the delivery system. The delivery system with crimped valve can potentially catch on to the liner of the sheath causing it to tear. However, as no 3mensio was provided (the patient was sized with tee due to kidney function), the degrees of tortuosity and calcification as well as the vessel size are unknown. Therefore, a definite root cause could not be determined at this time. Since no manufacturing nonconformances or labeling and IFU and training deficiencies were identified for event liner puncture, no product nonconformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective and preventative actions (CAPA) nor product risk assessment (pra) escalation are required. For event resistance between system components inability to advance through sheath, an existing product risk assessment captures the investigation of the cause and assesses the risks associated with high push force of the commander delivery system with s3u through the esheath/esheath+. A corrective and preventive action was initiated to address the issue and per the product risk assessment no further action is required.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported, during insertion of the 26mm sapien 3 ultra resilia, there was resistance and the fluoro visualized the valve while still in the e-sheath. The team attempted to push the valve through the e-sheath and it was noticed that a stent strut of the valve had perforated the e-sheath. The whole system was removed to avoid causing injury to the access vessel. A new sapien 3 ultra resilia was prepared and implanted successfully via the right femoral artery. Patient remained stable throughout and no injury was caused to the access vessel.